Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized due to high blood glucose levels. The customer's blood glucose levels were too high for the glucose meter to read. The customer stated that she has experienced elevated blood glucose levels for the past six months. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't believe that enough insulin exited during the test. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.